Event description:
Two lasik patients injured on ridge of nose due to protective goggles breaking while sleeping. Felt sharp edges could injure eyes. At least 20 goggles broken. Requesting previous type of goggles be included in pack.